Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the medtronic representative was unable to connect to the image acquisition system (ias) remote desktop. Additionally, he then tried to acquire 2d fluoro images and was unable to. He rebooted both the mobile view station (mvs) and ias and was able to connect. This was discovered during the system install. There was no patient present when this issue was identified.